Event description:
It was reported that during the implant procedure, the atrial lead was attempted but the physician could not insert the guide wire after repeated rotation. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analysis noted that the guidewire insertion test result failed due to both conductors being extrinsically damaged.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).